Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per healthcare provider the patient¿s neurostimulator was eroding through the skin at the incision site. The physician did not describe any known factors that would contribute to the issue. The physician put a couple of stitches into the incision to approximate it and put the patient on prophylactic antibiotics until surgery could be completed to move the stimulator. The physician stated that there were no signs or symptoms of infection. Surgery was planned for (B)(6) 2017 to move the neurostimulator to a different location. The issue was not resolve at the time of this call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the issue began about three weeks prior to the report. No further information reported.